Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient was recently implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) primary prophylaxis, had a highly restricted ejection fraction, and implanted with a concomitant cardiac contractility modulation device. Approximately two weeks later, the patient was found collapsed in the hospital room. The patient was resuscitated and taken to the intensive care unit. A review of the device memory showed significant amplitude decrease with oversensing t-waves. The patient received eight shocks over five episodes. According to the physician, the patient had an intrinsic rhythm during shock delivery. Attempts were made to reproduce the signal change by manipulating the device pocket and changing patient postures. No artifact was seen. When squeezing the electrode tip (in secondary vector), the device showed slight artifact, but no amplitude reduction. The device was reprogrammed to primary vector, which did not produce any noise artifact. Boston scientific technical services (ts) reviewed device data. The inappropriate shocks were seen primarily for lowered r-wave amplitudes. There was some noise and t-wave oversensing observed as well. Smart pass was disabled on (B)(6) 2018. Ts discussed next follow-up recommendations (i.e., obtain x-rays, perform another auto-setup, perform isometrics, additional analysis of all 3 s-ecgs with body posture changes, further testing with concomitant device in different sensing vectors). Ts noted that the condition of the low amplitudes and changing qrs may be related to the patient's heart condition, therefore suggested using a holter monitor to help better understand the changing conduction. The field representative provided that at the next patient follow-up, they will test for inappropriate sensing with the concomitant device. It was also noted the patient was hospitalized due to significant heart disease and a resistant germ (not in his wounds).